Manufacturer narrative:
This supplemental report is being submitted to provide additional information.since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.however based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd unit failure of the subject device due to the unexpected stress applying by the user handling.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc. Sorc found the ccd failure of the subject device which might have caused not displaying the image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the image of the subject device was not displayed during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report.